Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The caller received instructions for using the replacement pump, was advised on backup therapy options, confirmed their shipping address, and was instructed on returning the malfunctioning pump within the specified timeframe.